Manufacturer narrative:
(B)(4). Universal modular electric/battery double trigger handpiece (item#: 89-8507-400-00, lot#: 5007183). Report source¿ foreign ¿ germany. Multiple MDR reports were filed for this event, please see associated reports: 0008031000 - 2022 - 00056 . Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a defect was discovered when the machine was checked at the beginning of the operation. Despite the replacement of the battery and the battery housing, the machine did not work and since no more machines were available that day, the operation had to be cancelled. The patient was already under anesthesia and had to be discharged. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Upon receipt, it was confirmed that the battery was found damaged + aspect (case), and the handle was broken. The product is not technically repairable; it is not under warranty anymore, so it was not replaced. Device has been sent back to customer unrepaired with a discharge letter. Device is used for treatment. Complaint /repair history record review was performed, and no issue was discovered that could explain the defect reported. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.